Manufacturer narrative:
A review of the manufacturing records for this lot revealed no discrepancies relevant to this reported event. (B)(4).

Event description:
The nanocross pta balloon device did not inflate when tried to be used on a patient. The procedure was completed using another pta balloon. No injury to patient. The device was returned for investigation. Upon analysis, a pin-hole leak was found in the balloon. The customer experience of the nanocross balloon being unable to inflate was confirmed. All components of the nanocross dilatation catheter were accounted for. The root cause of the pinhole leak in the balloon could not be determined.